Event description:
The customer reported to olympus the evis exera ii ultrasonic bronchofibervideoscope got stuck in an endotracheal tube. The reported issue occurred during an unknown procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the forceps passage had restriction, also causing a restriction in the brush passage. Also, the insertion tube had a dent. Upon further inspection, it was observed that the biopsy channel was leaking. It was also observed that the charge-coupled device of the evis device image had two white dots. Additionally, it was observed that the oes image had white dots. It was observed that there was fluid in the bending section. Due to this finding an aeration was performed to dry the device. Lastly, it was observed that the angulation in the up and down direction did not meet the standard values. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. Due to a leak failure in the forceps channel, proper reprocessing may not have been possible and the foreign object may not have been removed. The event can be detected/prevented by following the instructions for use: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures chapter 8 cleaning and disinfection equipment olympus will continue to monitor field performance for this device.